Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported 'turns off intermittently'. A review of the event history log found improper shutdown messages as evidence of the reported issue. Visual inspection found corroded alternating current (ac) power adapter connector as assignable cause. The alternating current (ac) power adapter was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off intermittently. There was no patient involvement. No additional information is available.